Event description:
Reptr indicated that the pt developed a superficial infection at the lead incision site approx one mo post impl, at which time was believed to be related to type of suture used. The pt underwent surgery to "clean" the incision site. During surgery, it was discovered that the infection had traveled from the lead site to the generator site. The lead and generator were explanted at that time. The lead and generator were returned to MFR for analysis. No anomalies were identified with returned lead and generator which may have cause or contributed to reported infection.

Manufacturer narrative:
MFR records for both the pulse generator and lead were reviewed. Review of MFR record for both pulse generator and lead confirmed sterilization prior to distribution. Vns therapy sys labeling lists infection as a potential adverse event, possibly associated with surgery.